Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their one tooth is being driven down and the adjacent tooth is being pushed up. They have jaw pain that is quite unpleasant, they feel it at night and have difficulty sleeping due to the pain. They are having problems with tmj. This is a contraindicated patient for crowns.